Manufacturer narrative:
H3 device evaluation - the driver was visually examined with the aid of a 5x loop. The driver tip is fractured primarily in a plane that is slightly skewed from the driver's longitudinal axis. A portion of the planar fractured surface includes a discolored area. The cause for this discoloring is unknown. The likely cause for the failure is high torque application. The cause for this failure remains unknown as are the details associated with how the instrument was being used when it broke. Review of device history records found twenty-six (26) of lot 11355ts were released for distribution on 10/14/2019 with no deviation or anomalies. Two-year complaint history review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended at this time. Should additional details be received that change the outcome of the investigation, a follow-up report will be submitted.

Event description:
Regulatory was notified by distribution that a lock-screw torque driver (39-rd-0060) was returned with a broken tip. No details have been provided to date. This is being reported as a malfunction as this product has been the subject of a similar malfunction resulting in serious injury in the past two years.

Manufacturer narrative:
Patient information - unknown. Date of event - unknown. Occupation - other; distributor. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
Regulatory was notified by distribution that a lock-screw torque driver (39-rd-0060) was returned with a broken tip. No details have been provided to date. This is being reported as a malfunction as this product has been the subject of a similar malfunction resulting in serious injury in the past two years.